Manufacturer narrative:
The unit could not perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white lcd. The unit was received with a constant flashing white lcd on the display due to cracked lcd controller pcb1. The following physical damage was noted: minor scratched lcd window, scratched case,pillowing keypad overlay, cracked select button keypad overlay,keypad overlay texture damage and cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient fell while the insulin pump was in his pocket. The whole insulin pump casing was smashed and the device would only beep. The patient's blood glucose at the time of incident is unknown. The patient damaged the insulin pump in a bike accident. The insulin pump was returned for analysis.